Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11923. It was reported a perforation occurred resulting in pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was advanced to the laa, but then removed. An imaging sweep confirmed no evidence of pericardial effusion at that time. A single curve was then advanced and positioned in the laa. The 24mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed, but then fully recaptured as it was too proximal. A perforation was observed after recapture of the device. The patient developed cardiac tamponade. Pericardiocentesis was performed and blood transfusion was required. The procedure was aborted. The patient was stable.